Manufacturer narrative:
Device evaluation: visual inspection: the spider fx was returned with the capture wire loaded a fractured delivery catheter. The filter assembly was located within the clear segment with dried blood / biologics noted within the lumen. The distal end of the delivery catheter was approximately 22 cm long. The distal end of the distal segment showed the tip compressed / flattened. The fracture face was stretched out proximally suggesting exposure to excessive tensile force. The proximal segment of the delivery catheter which had the filter assembly loaded. The filter was located approximately 1.5 cm from the distal edge of the fracture face of the delivery catheter. The fracture face was straight at an angle; possibly a cut. Functional testing: the capture wire was attempted to be advanced forward from the clear segment. The filter assembly remained stuck within the clear segment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a spider fx in a procedure in mid superficial femoral artery(sfa). The lesion was described as moderately calcified and of moderate tortuosity in a vessel diameter of 6-7 mm. The device was prepped per IFU without issue. A 7fr sheath was used for the procedure. It was reported that the spider would not advance out of the catheter. A new spider device was used to successfully complete the procedure. There was no patient injury reported. When the device was returned to the manufacturing facility, it was noted that the catheter was fractured.